Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, it was reported that the cause for the paravalvular leak was due to bulky calcium not appreciable on tee, which prevented a seal around the valve. Multiple post dilations were performed, which likely contributed to the central regurgitation. The central regurgitation and paravalvular leak were corrected with the placement of a second valve slightly more aortic to the first valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transapical tavr case, post deployment the valve appeared low with mild impingement on the mitral valve but no increase in mr. It was also noted that there were two significant pvls, near the anterior mitral leaflet and the second more posterior. Onecc was added to the atrion and post dilatation was performed with the delivery system. The tee noted a slight improvement in the pvl but still considered it to be moderate ar. Another ao gram was performed and significant ar was noted under the right coronary artery. A 2nd cc was added and another post dilatation was performed with the delivery system. There was no improvement noted in the pvl and mild central ai was now seen via tee. A second valve was placed ¿one cell" more aortic than the first valve. Post deployment the pvl was greatly improved and there was no central ai. The end result was trace pvl via tee. Initially, a bav was performed with a tyshek 23x4 mm balloon that was sized with the 23mm balloon sizing gauge, held respirations, pacing and an aortogram. The balloon was occlusive via angiography. Per angiography the valve appeared to be 50:50, ¿it looked virtually perfectly placed¿; however on tee it appeared to be just touching the anterior native leaflet but was not interfering with the function of the mitral valve. The decision was made to implant a 23mm sapien based on tee measurements and bav. The perceived cause of the pvl was a calcium chunk was not appreciated on tee that prevented seal around the valve.